Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: the date of the event is unknown; however, post december 2008. It was reported to boston scientific corporation that a wallflex biliary stent was used during a stent placement procedure. According to the complainant, a wallflex stent was placed successfully. However, the stent became occluded within two months of implantation due to tumor ingrowth. Another stent was placed successfully. The physician was unable to provide specific device or patient information. However, it was indicated no patient injury occurred as a result of this event. No additional details regarding the circumstances surrounding this event are available.